Manufacturer narrative:
Event site name: (B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Fse reported that upon arrival, clinical staff confirmed the patient was being prepared for transport to the or for surgery. During attempts to insert the balloon catheter, complications were encountered. While troubleshooting, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure alarm. The patient was never successfully connected to the balloon pump and did not receive therapy. The patient's condition deteriorated, resulting in a code event and subsequent death. Device logs were reviewed and confirmed the autofill failure alarm. Initial troubleshooting indicates a suspected leak within the pneumatic module. A replacement pneumatic module has been ordered, and a follow-up visit will be scheduled to install the part and complete corrective actions.